Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a stroke. The customer was wearing the pump at the time of the event. Customer was currently in a rehabilitation hospital and reportedly was discharged on (B)(6) 2019. Tandem clinical diabetes specialist (cds) did not know if the stroke was related to the pump or diabetes. Customer¿s daughter postponed meeting with cds to provide additional details.